Event description:
It was reported that prior to a breast biopsy procedure, the needle of the device was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 11 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were provided and reviewed. Based on the photo review, it was observed that the crack was found and visible on all four photos. Therefore based on the photo review, the reported crack is confirmed. Therefore, the investigation is confirmed for the reported failure tear, rip or hole in device packaging. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 11 for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that prior to a breast biopsy procedure, the needle of the device was allegedly found to be damaged. There was no patient contact.